Manufacturer narrative:
(B)(4). The device identifier (di), expiration date and date of manufacture are reported as unknown because it could not be confirmed which of two clips experienced the single leaflet device attachment (slda); therefore, the information is reported as follows: lot number: 60726u126; date of manufacture: 07/26/2016; expiration date: 07/31/2017; di: (B)(4). Lot number: 60926u233; date of manufacture: 09/27/2016; expiration date: 09/27/2017; di: (B)(4). The devices were not returned for analysis. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology, due to an enlarged atrium, annulus and ventricle. The reported mr was a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the devices.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips (60726u126, 60926u233) were implanted, reducing mr to 1. On (B)(6) 2016, a control echocardiogram was performed. It was found that the central clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr had increased to 4. A carillon device was implanted for treatment; however, there was no improvement of mr. Two additional clips were implanted to stabilize the slda, reducing mr to 3-4, and the patient was confirmed to be stable. No additional information was provided.